Event description:
The pt was treated with the device for an orthopedic injury. Pt complained of a burning sensation during the e-stim treatment. Device was turned off, pads removed, and pads were repositioned in separate spots. The pt complained of burning sensation for a moment then reported feeling a tingling sensation in the other patches. Pt asked that the inferential current intensity be turned down. At the end of the treatment, the physical therapy assistant removed the pads and noted no problems. Pt left the office and then called the office about 45 minutes later reporting 3 areas of redness. He returned to the office and the physical therapist found 3 areas of redness and yellow/green skin breakdown. The pt was treated in the emergency department for the burns. Device was not returned for MFR. No add'l info was received regarding the complaint. The customer was contacted to gather add'l info with no response.